Event description:
The patient reported that his infusion device was alarming and 777 displayed on the infusion device screen. The patient stated that his power pack had been in use for over 2 weeks. The patient was advised to place a new power pack into the infusion device and then the infusion device started working properly. The patient was aware of the power pack recall and was advised that he needs to continue to change his power pack every 2 weeks. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
H.6 codes: no product will be returned for evaluation.